Event description:
It was reported the patient received two shocks due to noise. It was also noted that the lead was in a "sub-appropriate" position. The lead was capped and replaced. No further patient complications were reported as a result of this event, and the patient was reported to be doing fine.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.